Event description:
The customer reported an uncontained leak from the cta (closed tube aliquoter) on a unicel dxc 600i instrument. The customer stated the cta overflow bottle was full and leaking approximately 30ml of fluid onto the floor. The customer was wearing personal protective equipment so there were no reports of exposure or injury. No erroneous patient results were generated or reported.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found the active wash station drain obstructed, causing the active wash station wash cycle to flood and overflow from the wash station drain. The fse replaced the cta active wash station (p/n 338123) which resolved the issue, no further leaking was observed. (B)(4).